Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported on (B)(6) 2024 the patient had a couple adjustments made to their programming and everything was working for a few days. Caller stated after few days, around christmas, the patient has had increased pain as opposed to having relief from the stimulator. Caller also stated it doesn't seem to be using up the battery in the implant and the lowest it's gotten down to after days is 50%. Caller stated they have taken the battery pack out and put it back in and that didn't make a difference. Caller mentioned they turned up the intensity to make sure the patient was feeling something and the patient did seem to feel something but overall the patient is not getting the relief they were getting. Pt also stated when they try to check if implant is on, they press "turn stim on", and see "turning stim on", so they are unsure if stim was on the whole time or not. Agent reviewed the controller functionality vs implant and stimulation sensation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller asked if controller would fix issue, agent redirected to doctor and rep and to call back if issue persists. Additional information was received from patient representative. Pt rep called back and repeated previously documented information about stimulation turning itself off. Caller said they met with a rep last week who did some programming changes (went from group c to group b), but the same thing continued to persist. The stimulator doesn't appear to be using battery and will display stimulation is off, even though they had not turned stim off on their own, and if battery isn't getting used up, it's not powering down due to battery depletion. Caller stated the stimulation will show to be off even if the program is highlighted. The patient was in pain and the issue was finnicky and unresolved by the rep, so they wanted a replacement controller to see if that would remedy the issue. A replacement controller was sent out. Agent reviewed information and role of rep; redirected caller to work with hcp/rep if replacement controller does not resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.